Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having percutaneous t9 -l2 percutaneous pedicle screw fixation for t11/12 pyogenic spondylitis. It was reported that the delivery guide and delivery tip were attached to the pedicle screw in order to inject cement on the right side of t9 and the left side of l2. After confirming that the axis of the pedicle screw was secured and the product was fully attached, cement was injected, causing it to leak from the head. Injection was immediately stopped at the leaking level. Subsequently, all delivery devices from the leaking level were removed, and it seemed that the cement was visible from the top of the head. The physician used a rongeur to capture and remove the leaked cement. There was a preference to avoid replacing the pedicle screw if possible, and if the rod could be secured, they wanted to continue using the current pedicle screw. Therefore, the physician continued to use the rongeur to remove as much cement as possible. There were no patient symptoms reported. There were no further complications reported regarding the event.